Event description:
The customer reported that, even if verification tests passed, the device sometimes did not defibrillate. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.